Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the remote monitor was not communicating with the icm. The icm remains in use. No patient complications have been reported as a result of this event.